Event description:
It was reported that auto capture was turned off on (B)(6) 2024, the automatic capture was measured, and the output was set to be fixed but when the device was interrogated the next day (B)(6) 2024, the auto capture measurement was displayed. There were no other changes in the settings. The possibility of a display bug was discussed but it was also noted that the patient had undergone radiation treatment on (B)(6) 2024 in the throat and it was thought this could have resulted in unforeseen impacts. Other parameters were normal, so the implantable cardioverter defibrillator (ICD) was just being monitored. There were no patient consequences.

Manufacturer narrative:
The reported event of the threshold test running after autocapture was turned off was confirmed. Based on the information provided, it was determined that the right ventricular (rv) autocapture test was initiated during the (B)(6) 2024 session, where a telemetry break occurred after the diagnostics data was read. The diagnostics data was not re-read during the session; therefore, when the device was interrogated again within 24 hours, the rv autocapture was displayed despite autocapture being turned off.

Manufacturer narrative:
Section h6: the code " 2929 - environmental compatibility problem" included in the initial report was added in error and has been removed.